Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported under MFR report number 2015691-2025-08030. Upon clarification from the field clinical specialist and per review of images of the sheath by the edwards engineering team, the "split" described on the sheath is premature expansion of the sheath distal tip. At this time, the information available for this event does not suggest this malfunction has the potential to cause or contribute to a serious injury or death and therefore is not FDA reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 valve was to be implanted within a preexisting valve in the tricuspid position by transfemoral approach. There was difficulty inserting the first 16fr esheath+ due to the stenosis of the vein and the tortuosity of the inferior vena cava. The esheath was possibly torqued during the procedure. The sheath was withdrawn from the patient without issue. The distal tip of the sheath appeared split. A second 16fr esheath+ was inserted into the patient, again with difficulty due to the stenosis of the vein and the tortuosity of the inferior vena cava. The second sheath could have also been torqued during the procedure; however, the reporter could not be certain. The second sheath was able to be withdrawn from the patient without issue. The physician did not like how the distal tip of the sheath split from the tortuosity, and that is why they decided to switch to a non-ew sheath. It was felt that due to the delicate state of the vein, the physician believed the non-ew sheath would cause less damage than the esheath+. After switching to the non-ew sheath, a 26mm sapien 3 valve was able to be successfully implanted. There was no reported patient injury. The patient's outcome was stable.